Event description:
The hcp reported that the pt was experiencing headache, fever, photophobia and lower extremity pain and it was felt she had menningitis. The pt was seen in clinic on the event date drainage and wound opening was noted. The pt was started on antibiotics. The following day. The above noted symptoms were reported. The entire system was explanted in 2006. Cultures were taken; results are pending. During the explant procedure, the pocket was noted to be red and inflamed, but no overt infectious process was noted: she remains on antibiotics and was seen by an infectious disease specialist. The hcp plans to reimplant the device in 6-8 weeks.